Manufacturer narrative:
Liebel - flarsheim field service report: the field service engineer evaluated the equipment and could make the foot switch hang up and lock up the table. Fse replaced the foot switch. System returned to full service by the customer.

Event description:
Customer reports: footswitch hangs up and locks the table up.